Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact. The customer resumed insulin therapy prior to calling, therefore no troubleshooting was performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.